Event description:
Device returned to MFR for analysis with report of "confirmed rotor stall and pump failure." Follow-up with hcp revealed pt experienced increased spasticity which was the clue that the pump was not functioning properly. A dye study was conducted which confirmed that catheter was ok but the pump rotor was stalled. The pt's pump was replaced and pt has recovered without sequella and is doing fine.